Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any malfunction or other product condition could have contributed to the reported hyperglycemia. The caller reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to the hyperglycemia. No lot qualification records were reviewed, as the product lot number was not provided.

Event description:
The customer's mother reported that her daughter activated a pod on (B)(6) 2013. On (B)(6) 2013, she woke up with a blood glucose result of 20 mmol/l (360 mg/dl). At 1:00pm, it was "high" (>500 mg/dl), and at 2:00pm, it was 26 mmol/l (468 mg/dl). She tested positive for ketones, so the mother called her health care provider at the hospital. The mother stated that her daughter did not go to the hospital, and she did not feel sick. When her daughter looked at the pod, she noticed that the cannula was not inserted in her skin. She said that she had ketones in her urine for less than 24 hours. The pod was discarded.